Event description:
The customer reported a malfunction on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer administered a correction injection to address the elevated bg level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.